Manufacturer narrative:
Additional device product codes: hrs and ktt. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, during a procedure the screw broke when it was implanted. The broken screw was removed, and another screw was used. There was a surgical delay of fifteen (15) minutes. This report involves one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 65mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lockscr ø5 self-tap l65 sst (part #: 212.222; lot #: 5l96276) was received at us cq. Upon visual inspection, the threads on the screw were observed to be stripped. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage document/specification review: the following drawing revision was reviewed based on the manufactured date of the device locking screw 5xx st sd: (current and manufactured) was reviewed. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threads were observed to be stripped. Although no definitive root cause could be determined based on the provided information, it is likely the device experiences unintended forces such as over torque. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: 24-jun-2019, part number: 212.222.999, 5.0mm screw blank 65mm 05.0 locking screw w/sd25, lot number: 10l3111 (non-sterile). Production order traveler met all inspection acceptance criteria this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 13023, 316lc*ri4.98, lot number: h747241. Certificate of tests supplied by carpenter technology dated 18-sep-2018 was reviewed and determined to be conforming. Lot summary report dated 29-sep-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.